Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display due to flashing display. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The pump also had a scratched case.

Event description:
The customer reported via phone call that the insulin pump had a flashing a white screen, white then black screen and partial display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.